Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. However, the pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to verify no delivery alarm due to motor error alarm. The pump was received with motor screeching noise during rewind due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated the high readings with manual injection. The customer stated that he received a no delivery alarm during bolus delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with performing a 5 unit fixed prime. The customer stated that the pump did not alarm. The customer was advised to monitor the pump.